Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complications noted. Overall fit and alignment appear maintained. The cup abduction angle measures approximately 45 degrees. Anteversion can not be measured. Bone quality is osteopenic. Left hip arthroplasty as noted without acute abnormality. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product will not be released due to hospital policy the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Concomitant medical devices: part #: 00877503201/ bioloxâ head/ lot #: 2698854; part #: 00875201332 / liner/ lot #: 62325592.

Event description:
It was reported patient underwent revision surgery approximately 8 years post implantation due to psoas pain and possible malposition of the acetabular shell that the surgeon believes to have occurred during initial procedure. Attempts have been made and additional information on the reported event is unavailable at this time.